Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery failed the op check test with a calibration due message. There was no pt involvement.